Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a damaged spigot protector (an exeter stem component) was reported. The event was confirmed. Method & results: device evaluation and results: evaluation by the supplier confirms that 1 lug of the returned spigot protector was almost broken. Medical records received and evaluation: not performed as medical records were not received for evaluation. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar events for the reported lot. Conclusions: the investigation concluded that one lug of the spigot was almost broken. The spigot protector was bent and fractured during manufacture. The spigot protector issue on the returned device was detected as non-compliant by the supplier with a go/no go gauge. The affected spigot began manufacture on 27-may-14 before the implementation of the go/no go gauge inspection on 22-jul-14. Ncr was raised to investigate the issue and determine root cause and action plan. Nc has been raised to investigate this event.

Event description:
The customer reported that the yellow seater introducer had allegedly cracked prior to insertion. The customer was unable to insert the device and used a different device to complete the case. There were no adverse consequences for the patient, or delays to surgery a result.

Event description:
The customer reported that the yellow seater introducer had allegedly cracked prior to insertion. The customer was unable to insert the device and used a different device to complete the case. There were no adverse consequences for the patient, or delays to surgery a result.